Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields that were previously reported as unknown have been updated. Brand name: tecnis synergy. Model number: zfr00. Serial number: (B)(4). Catalog#: zfr00u0230. Expiration date: 10/13/2022. UDI number: (B)(4). Device manufacture date: 10/13/2017. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zfr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the unknown PMA number that was referenced in the initial filing is not applicable and the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2018-00812. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. Explant date: if explanted, give date: not applicable, as the lens remains implanted. Other: the device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device can not be performed as a serial number was not provided. If there is any further, relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens was implanted in the patient's left eye (os) on (B)(6) 2018. Post-operatively, for more than 3 months, the patient has experienced extreme/severe halos, moderate glare, starbursts, slight sensitivity to light, difficulty driving at night, and poor low light vision. Reportedly, these symptoms are worse than before cataract surgery. The symptoms significantly interfere with the patient's activities of daily life. There is no planned surgical intervention. The patient's best corrected distance visual acuity (bcdva) was 20/15. No additional information was provided. The patient had bilateral lens implants. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.